Manufacturer narrative:
External visual inspection of returned material revealed physical damage to right ang ext cable. No software malfunctions or anomalies were observed. Patient data back-up performed without errors using returned gsm modem. A golden right ang ext cable was used for performance testing due to exposed wires to the one returned. The unit powered on successfully in conjunction with golden right ang ext cable with the power supply connected directly to it. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. Unit passed diagnostic test. Unit determined to have power malfunction due to exposed wire to right ang ext cable. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.